Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the ck1 check valve was not operating properly. The technician replaced the check valve and proactively replaced the control board. The sterilizer was tested, confirmed operational and returned to service. No additional issues have been reported. The sterilizer is not under steris service contract and is serviced and maintained by the user facility.

Event description:
The user facility reported that steam was leaking from their sterilizer. No report of injury or procedural delays or cancellations. No evacuations were reported.